Event description:
The caller reported that the pt's tracheostomy tube was in for a day when the pilot balloon failed. A non-routine replacement of the tube was required. The lot number is unk, and the tube is not available for return.